Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se found the connection to the breath delivery backplane printed circuit board (pcb) loose. The se reconnected the cable and performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator would generate a continuous alarm when plugged into alternate current (ac). The ventilator was not in use on a patient at the time the event occurred.